Manufacturer narrative:
Product complaint(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - additional information was requested, and the following was obtained: - was surgery delayed due to the reported event? --> no, - action taken when event occurred? --> exchanged the product, - was procedure successfully completed? --> yes, - were fragments generated? --> yes, - if yes, were they removed easily without additional intervention? --> yes, - patient status/ outcome / consequences --> no patient involvement, - was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on 2/10/2025 and suture was used. During the surgical procedure, the doctor tries to perform the surgical knot and the wire breaks down at the time of tensioning it. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with a needle positioned, the suture is separated, and the sample is inside a bag. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One needle, one suture and one suture piece outside their packaging were received for analysis. Product code p1611t. During the visual inspection of the returned samples, it was noted to be unusual color on the strands, is not black. In addition, the end of the sutures was damaged (broken). Due to the conditions of the samples, the functional test could not be performed. This unusual color/damage could be caused due to expose to a 3% hydrogen peroxide solution, that is used in some hospitals for ethilon sutures. This expose would eventually cause these black-colored sutures in current overwrap packaging to lose their black color. As per condition of the returned samples, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.